Manufacturer narrative:
The insulin pump alarmed motor error alarm during the occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed the motor test. The insulin pump was received with normal operating currents and passed the a21 error test, self-test, displacement test, rewind, basic occlusion test, prime test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was over 400 mg/dl. He treated his blood glucose level with the insulin pump once the error was cleared. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.